Manufacturer narrative:
Report source: foreign country: (B)(6).

Event description:
Information was received during use of a smiths medical portex soft seal tracheal tube, significant persistent airway leak during a long case. Cuff is intact and was checked but leak could not be fixed. On extubation, a small hole was noted in the tube where the pilot tube exits the tube. No adverse effects were reported.

Manufacturer narrative:
Other, other text: returned device was received in used physical condition. The returned sample had a hole in the notch of the tube that caused the issue. The following are relevant documents which were reviewed and deemed adequate and correct with respect to testing and inspection activities: mp tmfl-tj110 rev 106 tracheal manual flow line crop / notch mp tmfl-tj120 rev 107 tracheal manual flow line bell-out, fit inflation line and leak test qp tmfl-tj rev 105 tracheal manual flow line assembly and packaging in order to verify that there are no situations or practices that could create/generate the event as described in "description of non-conformance" section an audit of the production floor was conducted by the quality engineer on (B)(6)2019 p/n 100/199/085 l/n 4004622. The following operations were reviewed, in order to verify that the operations were properly performed, also to ensure that the operations complied with gmps requirements and shm procedures:training records of operator who performs the crop notch operation were reviewed; operators are trained in operation being performed. Training records of operator who performs the inflation line assembly operation were reviewed; operators are trained in operation being performed inflation line assembly operation was reviewed; no discrepancies were found, production personnel are following the procedure mp tmfl-tj120rev 107 tracheal manual flow line bell-out, fit inflation line and leak test. Crop notch operation was reviewed; no discrepancies were found; production personnel are following the procedure mp tmfl-tj110 rev 106 tracheal manual flow line crop / notch the equipment used for the crop notch operation was reviewed; no discrepancies were found. Maintenance records of the equipment used for the crop notch operation were reviewed in order to verify for any issue that could create damage in the tube; no discrepancies were observed. Line clearance was reviewed to ensure that no material from set up was left in the line; no discrepancies were found. The crop notch operation was audited during thirty-two (32) units, in order to verify that the operation was properly performed and to visually inspect for damage; the crop notch operation was performed according to the test method stated in the manufacturing procedure; no discrepancies or damaged tubes were detected during the thirty-two (32) units inspected. Production personnel perform a 100% visual inspection to the tube notch. Quality takes a sample using an aql 0.1 and level inspections g-ii in order to visually inspect notches are cut sufficiently to take inflation line, not too deep to cause leaking and to ensure that inflation channel is not split or pierced. The most probable root causes are: mixed material from set-up on the crop notch operation. Lack of detection by production personnel who performs the crop notch operation. The following action was taken: update the procedure mp tmfl-tj110 rev 105 tracheal manual flow line crop / notch in order to clarify the disposition of the set-up material. Co-10085259. Complete on(B)(6)2019 . Re-training to the production personnel was conducted by the quality engineer on(B)(6)2020 in the procedure mp tmfl-tj110 rev 106 tracheal manual flow line crop / notch in order to reinforce the visual inspection.

Manufacturer narrative:
Other, other text: one sample was received for evaluation. The lot number of the reported device was not provided therefore no device history review (DHR) could be performed. Visual and functional testing were performed and the reported issue was confirmed. During testing on the returned sample, the sample failed the inflation testing and a hole was observed. The root cause of the reported issue on the returned sample due to the manufacturing process. A quality alert was implemented as part of the manufacturing process to help prevent recurrence of the confirmed issue. Complaints trends will continue to be monitored. Additional information d10, h3, h6. This remediation MDR was generated under protocol b10009406, as a result of warning letter cms# 617147.